Event description:
It was reported that during an unknown procedure, after positioning and closing the jaws, the instrument was fired with three complete strokes (10th firing). The knife didn't return automatically to the start position, so the surgeon used the knife return switch on top of the device. The knife only returned until position 1 on the knife indicator and then remained stuck. After repeatedly using the knife return switch, the knife stayed at position 1 on the knife indicator. The surgeon tried the firing trigger (not on "ps" advice) and the knife went from position 1 to position 2 and after releasing the firing trigger immediately back to position 1. Using the knife return switch again didn't solve the problem. The surgeon placed a metal clamp between the jaws of the instrument and created room to remove the tissue without damage to it. The cartridge was damaged at the point where the metal clamp was used. The procedure was finished with a new device without any problems. Surgeon's comment was that because this event happened on lung tissue the problem was solved without patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one ec45 device was received with no visual non-conformances and with an ecr45b cartridge reload present. The cartridge reload was received fully fired and was noted to have damage on the cartridge reload deck. The device was tested for functionality with a test cartridge reload and fired without any difficulties noted and the staples were noted to have the appropriate b-form shape. The cut was noted to be jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device opened and closed as intended. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.